Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate pump for insulin therapy.